Event description:
Related manufacturer report number: 2017865-2024-72774. It was reported that the patient presented to the emergency room with bradycardia. It was discovered via fluoroscopy that the right ventricular leads and left ventricular leads had dislodged due to twiddlers syndrome. Both leads had lost capture. The leads were explanted and successfully replaced. There were no patient consequences.